Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient turned off therapy and then turned it back on, they felt a strong jolt, after a couple minutes the sensation was going away. The ins was off for an EKG.